Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. (B)(4).

Event description:
A consumer reported blurry distance and near vision following bilateral intraocular lens (iol) implant surgery. He stated he sees rays around lights, has had a change in his glasses prescription over a 3 month period and about six months ago he was told that it was "because his eyes are old." Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.